Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report 3004209178-2015-50621.

Event description:
It was reported that the customer passed away at home. The cause of death was cardiopulmonary arrest, coronary artery disease, and diabetes mellitus. The caller stated that prior to passing the customer was not feeling well, had trouble with eating, got blood glucose to go down but then it spiked up again. The caller did not know the customer's blood glucose at the time of passing; however, the lad recorded value was 600 mg/dl on (B)(6) 2017. The customer was not wearing the insulin pump at the time of passing; it had been disconnected at least a year prior to passing. The caller stated that the customer had an issue with the insulin pump two years ago which led to a coma and was in the hospital for two weeks. The customer received retraining on the pump use. The customer did not use sensors. The caller agreed returning the insulin pump for analysis once they find it.